Event description:
It was reported that a large volume intermate was ruptured about fifteen minutes before the end of infusion. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). Corrected information: the lot 11m058 was manufactured november 14, 2011 - november 15, 2011. Evaluation summary: the cause of the ruptured bladder could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed a ruptured reservoir. During microscopic examination of the reservoir, marking were observed near the rupture line on the interior surface of the reservoir. The reported condition was confirmed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.